Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter the catheter hub was defective/deformed. The following information was provided by the initial reporter. The customer stated: "the catheter hub was deformed."

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter the catheter hub was defective/deformed. The following information was provided by the initial reporter. The customer stated: "the catheter hub was deformed."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly and two photos. Upon visual inspection of the photos and catheter adapter assembly, it was observed that the nose of the adapter was damaged. The reported defect was confirmed. No other damage was observed to the catheter adapter assembly. During manufacturing, damage to the nose of the adapter may occur due to misalignment or improper settings. The appearance and location of the damage indicate that the defect most likely occurred during manufacturing. A device history record review could not be performed as the lot number is unknown.